Manufacturer narrative:
Visual inspection of the device showed black deposits under the steering knob. Consequently, confirming the reported complaint. Additionally, three pictures of the device were received by the client which is consistent with the returned device, and it was possible to find black deposits under the steering knob. The debris seen corresponds with traces of the o ring after the ultrasonic process after the removal of the knob. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a blazer open-irrigated was used in a atrial flutter ablation procedure. It was noted that there are black deposits that can be found on and under the adjustment mechanism to determine the applied curvature and that they can sometimes be wiped off. No patient complications were reported.

Event description:
It was reported that a blazer open-irrigated was used in a atrial flutter ablation procedure. It was noted that there are black deposits that can be found on and under the adjustment mechanism to determine the applied curvature and that they can sometimes be wiped off. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.